Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm x 3.5mm, concentric, de novo with significant bend of >45 and <90 degrees was located in the severely tortuous and mildy calcified left circumflex artery. After engaging the lesion with a 7f ebu guiding catheter and crossed with a non-bsc guide wire, pre-dilatation was performed using a 2x9mm maverick balloon catheter. A 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, the device was unable to track the left circumflex bend. The physician pushed the device but it was still unable to track. The device was removed and it was found that the distal portion was damaged. The procedure was completed with another of the same device. Post procedure, good timi flow was obtained with no patient complications reported. The patient's status was stable. The procedure outcome was good with no patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 135 mm distal from the distal end of the strain relief. Multiple hypotube kinks were noted during device analysis. A visual and tactile examination of the inner and outer lumen and midshaft section found a midshaft break 25 mm distal from the hypotube midshaft bond. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm x 3.5mm, concentric, de novo with significant bend of >45 and <90 degrees was located in the severely tortuous and mildy calcified left circumflex artery. After engaging the lesion with a 7f ebu guiding catheter and crossed with a non-bsc guide wire, pre-dilatation was performed using a 2x9mm maverick balloon catheter. A 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, the device was unable to track the left circumflex bend. The physician pushed the device but it was still unable to track. The device was removed and it was found that the distal portion was damaged. The procedure was completed with another of the same device. Post procedure, good timi flow was obtained with no patient complications reported. The patient's status was stable. He procedure outcome was good with no patient complications were reported.